Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to water. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 96 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 meters) or for more than 30 minutes (ipx7 rating).